Manufacturer narrative:
Medtronic is leading an evaluation of the reported large needle driver. Evaluation of the provided video showed a large needle driver and bipolar fenestrated grasper in view. At the beginning of the video, the large needle drive was grasping a needle. At eight seconds, the needle partially punctured the tissue and came back out. At ten seconds, the needle completely punctured the tissue. At fifteen seconds, the needle was no longer in the tissue. At sixteen seconds, the needle was facing the opposite direction as previously without the instrument rotating. Further evaluation of the reported large needle driver is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical hysterectomy procedure, at the time of suturing the vaginal stump, the large needle driver (lnd) was unable to hold the needle securely. The needle was unstable and rotated within the needle driver. It appeared that the needle driver had insufficient force to hold the needle, resulting in extra punctures to the tissue. The surgeon made multiple attempts to suture to resolve the issue. There was no patient injury.